Event description:
The patient reported that the "ok" button is not responding each time. The patient confirms that all programming and delivery is correct. No damage or peeling of the keypad.

Manufacturer narrative:
Keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.